Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. The reported issues was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery, and elevated blood glucose levels (+200mg/dl). Troubleshooting was performed & it was determined to be a site issue. Customer changed the infusion site & resumed insulin delivery w/no further occlusions occurring. Customer delivered manual injections to stabilize blood glucose levels. Customer was unable to provide infusion set MFR.